Manufacturer narrative:
Concomitant medical product: 4193-88 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture, with no capture and undefined high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.